Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (critical resume error). The patient was connected at the time of the alarm. This occurred during a fill cycle in peritoneal dialysis therapy. There was nothing found that would cause or contribute to the alarm. The technical services representative assisted the patient with clearing the alarm by cycling the power on the device and advised them to use manual supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.